Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient lost stimulation due to end of life on their ipg battery. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy was restored.